Manufacturer narrative:
(B)(4). Report source: foreign : netherlands. The device will not be returned for analysis, as it was reported to be discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, the anchor broke off in the patient. This caused a 30 minute delay of the surgery and part of the anchor was left in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported the anchor fractured while it was being implanted. It was not left in the implantation site. They remove what was left in the implantation site. No further event information available at the time of this report.

Manufacturer narrative:
Complaint is being updated from serious injury to malfunction as it was reported that device was removed from implantation site. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.